Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Additional information about the event was requested, but not received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the field of view restrictions could not be determined. It is possible that the scope could not be mounted temporarily. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the inspection, additional findings were: the coupler unit was cracked, and the coupler unit was worn-out. It is most likely that the reported issue was due to mishandling of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the hd camera head had field of view restrictions in the image. It is unknown when the issue occurred. There were no reports of patient harm or impact associated with the reported event.